Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: on examination, the keypad was noted to have a vertical tear below the ok button. On testing, all the keypad buttons had normal response and were fully functional. Investigation was unable to duplicate an unresponsive keypad. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. The pump was opened for investigation and did not reveal and damage, defect or contamination of the interior pump components. Unrelated to the original keypad complaint, the display screen was found to be dim/faded and discolored.